Event description:
It was reported that during an angioplasty procedure, the inflation device allegedly had no increase in pressure above 26 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device returned for evaluation. During visual evaluation, no anomalies noted to tubing, pressure gauge was securely attached, clear residue was noted outside of pressure gauge and throughout the device. A green liquid was noted within the device. During functional testing, an attempt was made to remove the green liquid from the syringe, but water would not pass through the high-pressure tubing. An aspiration attempt was made, and water could not be aspirated. Multiple attempts were made with no success. Due to the green liquid not being able to be removed from the device, no other functional testing was able to be performed. Therefore, the investigation is inconclusive for the reported imprecise results as the functional testing couldn't be fully performed due to green liquid present inside the returned device. Which could not be removed. A definitive root cause for the reported imprecise results could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the inflation device allegedly had no increase in pressure above 26 atm. The procedure was completed using another device. There was no reported patient injury.